Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was seen for follow-up in another state and the CT showed there was a slight proximal type 1 endoleak; due to elongation of the aortic neck. The physician decided to treat the patient with a 26 mm aneurx cuff and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; neck elongation). Device failure/lack of effectiveness related to patient condition (disease progression; neck elongation).